Event description:
In 2009, the pt was treated for an abdominal aortic aneurysm and implanted with gore excluder aaa endoprosthesis. The pt tolerated the procedure. At approx 2 weeks later, the pt presented at the emergency room complaining of severe back pain. A computed tomography (CT) scan showed the presence of a type I endoleak, with no aneurysm enlargement, and distal migration of the trunk ipsilateral component by approximately 1 cm. An aortic extender component was implanted and the endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Additional devices implanted in the pt include: pxl161007/06626672. Pxc141200/06757029.